Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and moderate calcification. The 2.5 x 15 mm trek balloon was advanced for pre-dilatation and inflated; however, the balloon ruptured during the first inflation of 12 atmospheres (atm) for 15 seconds. The rupture was confirmed at the distal area of the balloon, and leaking was observed. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The trek catheter was not returned for analysis which may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was moderately calcified which likely contributed to the reported difficulties. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the calcified lesion, such that the balloon ruptured during the first inflation at 12 atm, which is below the rated burst pressure. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. It is possible an interaction with the moderately calcified lesion contributed to the rupture; however; the device was not returned for analysis; therefore, a conclusive cause for the reported balloon rupture could not be determined. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency.